Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia as well as diabetic ketoacidosis on (B)(6) 2020. The customer blood glucose level was 497 mg/dl. The customer was treated in the hospital. Customer also stated that insulin pump was fell off. It was unknown that if the insulin pump was in auto mode at the time of the incident. The device will not be returned for analysis.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia as well as diabetic ketoacidosis on (B)(6)2020. The customer blood glucose level was 497 mg/dl. The customer was treated in the hospital. Customer also stated that insulin pump was fell off. Auto mode at the time of the incident was off. The device will not be returned for analysis.